Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The asymptomatic patient was stable during and after the procedure.